Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator was not pacing correctly. The generator was returned for service. There was no p atient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of not pacing correctly, the rate on the counter was verified through the full range of settings and no anomalies were observed and the outputs were verified on the oscilloscope through the full range of settings and no anomalies were observed. Analysis did find that the upper case and battery drawer were dented, the lower case was broken and dented and the serial number label was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.